Manufacturer narrative:
On january 17, 2022, mentor became aware that the surgery date was been moved to (B)(6) 2022 from (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 22, 2022, the mentor failure analysis lab received the device for evaluation. On march 4, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 375cc breast implant was found to be ruptured. Additionally, a crease was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 10, 2022, mentor became aware that the impacted product lot number is 262841. Hence, field d4 has been updated to 262841 on this form. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left breast implant rupture. Explant date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with a 375cc mentor memorygel breast implant and experienced breast implant rupture on her left side postoperatively. As a result, the device will be explanted on (B)(6) 2021.